Manufacturer narrative:
This info was not provided during initial report. Add'l info has been requested. Implant date reported as (B)(6) 2010. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
Revision surgery to remove hardware implanted in (B)(6) 2010 and revised to synthes uss t9-l4. Matrix implanted from t11-l3 on one side and t12-l3 on other. No screws implanted at l1 where fracture occurred. Hardware was pulling out of the bone at cranial levels creating a kyphotic deformity and hardware irritated patient. No hardware failure apparent. Revision on (B)(6) 2011. Hardware was proud at cranial levels, except left l3 screws. No reported hardware failure. Left l3 locking cap frozen in the screw. Surgeon cut rod close to the l3 screw and spun screw, locking cap and rod out. No screws in l1. This is the first of 3 reports submitted on this event.